Event description:
The patient reported having a seizure where the magnet did not help as it usually does, and the patient reported that the lead felt different, like it was twisted. The physician believes the lead is twisted, but no x-rays have been confirmed to date. The twisted lead may be related to the generator being able to be flipped/turned in the pocket. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received by the manufacturer to date. Per the physician, the cause of the magnet not aborting every seizure as expected is due to magnet swipe technique, or the patient is just confused in the post-ictal state. The physician does not suspect any issues with the vns regarding the magnet use. No additional relevant information has been received to date.

Event description:
Information was received from the physician that the cause of the events of pain, bumps at the generator incision site, and generator migration are due to the surgical technique of the implanting surgeon. It was noted that the events first presented 3 months prior to the event being reported to the manufacturer. No known surgical intervention has occurred to date. No additional relevant information has been received to date

Event description:
It was reported that the patient is experiencing pain at the generator site, and there are also palpable bumps at the incision site. It was also reported that the patient can rotate the generator 180 degrees, and could likely rotate it more than that. The patient has been referred to a surgeon to address the issues. Information was received from the implanting surgeon that a non-resorbable, prolene suture was used to secure the generator during implant. No known surgical intervention has occurred to date. No additional relevant information has been received to date.